Manufacturer narrative:
UDI number: (B)(4). Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a pulmonic valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, there is no allegation or indication a product deficiency malfunction contributed to this adverse event. The cause of the malposition is unknown; however, may be due to patient factors (not provided) and/or procedural factors (device manipulation) or the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during tvr of a 26mm s3 valve in the pulmonic position via transvenous approach, second valve (26mm s3) had to be placed due to malposition of first valve placed. Per report, the first valve was placed too ventricular with concern of embolization.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.